Event description:
Two red blistered areas noted on right thigh-top anterior-3" blister that had opened. Lateral thigh 2" x 2" blister that had opened this was the same location of the bovie pad. Dr. Was notified, instructed to dress area using silvadene cream and gauze. This was completed. Another dr. Notified and baxter health care notified of the defect in the bovie paddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: electrical problem, telemetry failure, none or unknown, unanticipated adverse reaction - long term. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.